Event description:
The following information was reported to kci by the nurse: the v.a.c. Freedom unit was "not working" (no other information provided) at some point on (B)(6) 2013, and slough was present in the wound. On (B)(6) 2013, the wound was surgically debrided. The patient continued to receive v.a.c. Therapy on same unit with no further reported complications or problems. On (B)(6) 2013, the nurse claimed that the patient's wound debridement was performed on (B)(6) 2013 - a different date than original information provided. This debridement was prior to the alleged incident. On (B)(6) 2013, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2013, the device was placed with the patient. On (B)(6) 2013 (after the alleged incident), the device was returned to kci for evaluation. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
It cannot be determined that the incident reported is related to v.a.c. Therapy. Kci has made several attempts to gather additional information, but there has been no response.